Event description:
The dealer reported that the joystick was intermittently displaying a message "max back angle" and is inherent of a bad mercury switch in the joystick and could leave the user in a tilted position.